Event description:
It was reported that an ipump device was "not infusing." This occurred while the pump was being programmed and set up in the biomedical service area. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This device is available for evaluation; however, it has not yet been received by baxter. Should additional relevant information become available, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The device was visually inspected and functionally tested. The device passed all functional tests. An internal visual inspection identified fluid intrusion behind the direction and drive motor module daughter board, as well as on the motor harness connector. A review of the alarm log identified five occurrences of system alarm 30, which is a motor control error. The reported problem of "not infusing" was confirmed as the system alarm 30. The cause of the alarm was determined to be fluid intrusion. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.